Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event was battery performance alert (bpa). Device interrogation revealed the device was at elective replacement indicator (eri) when received. There was no detection of bpa. A longevity calculation was performed and found the battery depletion to be normal based on the device usage. There was no evidence of premature depletion.